Event description:
The customer reported the system intermittently would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board, reseated the system interface board, and upgraded the system software. The system operates as intended.